Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. The product investigation could not identify a root cause for the reported complaint. There are no other complaints in this lot. (B)(4).

Event description:
A customer reported, issues with night vision, ghosting images during the day and decreased contrast sensitivity following intraocular lens (iol) implant. Eight months following the initial surgery a lens exchange was performed siting dysphotopsia for the reason. Additional information received; the patient did not tolerate the multifocal lens and a monofocal was used to replace. No further information is available. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.